Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle of bd¿ safetyglide rb was broken while injecting patient. There was no report of medical intervention, serious injury, or blood exposure.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that a needle of bd¿ safetyglide rb was broken while injecting patient. There was no report of medical intervention, serious injury, or blood exposure.